Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a thermal endometrial ablation procedure on an unknown date. During the procedure, when the surgeon inserted the catheter, the uterus was perforated. The surgeon performed a hysterectomy on an unknown date.